Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to a loose pin on battery connector j1. The root cause for the loose j1 connector pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.